Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. The motor passed test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corner and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 292 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.